Event description:
Report received from the u.s.a. Stating that the device was leaking oil. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the problem of leaking oil was unable to be confirmed. The motors were all operated for a ten minute duration and then examined under a microscope, and no seepage or oil leaks were observed. The outer hoses were intact, and there was no damge to any seals detected. If additional information is received, a supplemental MDR will be sent. (B)(4).